Event description:
It was reported that the advanced practice provider (app) observed, at the post-operative appointment, signs of an incision site infection and indicated that device explant may be necessary. The doctor is currently out of office and is being informed. The treatment plan is to be determined. It is currently unknown whether antibiotics were initiated by the app. It was later reported that patient was prescribed oral antibiotics. It was later reported that patient is doing well. A follow up appointment is scheduled for thursday. Device will be removed on friday if patient does not improve. It was later reported the patient is doing well and has finished their antibiotics. There is no plan for explant at this time.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.